Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels at night (lowest of 30 mg/dl). The customer attributed low bg levels to having set temporary basal rates. Food was consumed to treat low bg.